Event description:
The lay user/pt contacted lfs, alleging she was unable to obtain a blood glucose on her meter for the past month. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt, to contact mss for further clinical information. The pt mentioned that approx three weeks ago, (date and time is unk) she had to contact ems because, her blood glucose readings were so high and she was unable to obtain a reading on the meter. There is no information on whether or not the pt exhibited any symptoms and what symptoms she exhibited. Pt's blood glucose in the hospital was over 600 mg/dl and she was admitted in the hospital. She was treated with insulin. It would have been helpful to know whether the pt was tested on the ems meter, and whether they treated the pt with anything. It would have also been helpful to know how long the pt was admitted in the hospital, if the pt continued to take her diabetes medication on a regular basis, and whether the pt's diabetes regimen changed. While troubleshooting, the customer care advocate (cca) noted that the meter was asking for the code number; therefore, it would not go any further. Cca walked the pt through setting the meter properly, and then the pt tested her blood glucose and was able to obtain a reading. Products were replaced. The complaint is being reported, since the pt alleged she was unable to test and was admitted in the hospital for blood glucose reading over 600 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.